Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that when trying to take scout shots, the 2d function would not perform. The system was rebooted by a manufacturing representative (rep) and it was possible perform the scout shots in 2d, then when they went to perform the 3d spin the system would not perform the 3d spin. The rep rebooted again and it would not perform the 3d spin. At that time the surgeon asked to abandon the use of the system and perform the case with a c-arm. Navigation and medtronic imaging was aborted. There was a less than hour surgical delay and no impact on patient outcome. The rep took the system out into the hall and was able to properly reboot the system allowing the system to function as intended. It was noted that the probable cause was that there was not enough time allowed for a proper reboot. The reboot was rushed in order to try to accommodate the surgeon.

Manufacturer narrative:
B5: correction medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information was received. Section a and e1 have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter unknown at the time of report. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that when trying to take scout shots, the 2d function would not perform. The system was rebooted by a manufacturing representative (rep) and it was possible perform the scout shots in 2d, then when they went to perform the 3d spin the system would not perform the 3d spin. The rep rebooted again and it would not perform the 3d spin. At that time the surgeon asked to abandon the use of the system and perform the case with a c-arm. The rep took the system out into the hall and was able to properly reboot the system allowing the system to function as intended. It was noted that the probable cause was that there was not enough time allowed for a proper reboot. The reboot was rushed in order to try to accommodate the surgeon. There was a less than hour surgical delay and no impact on patient outcome.